Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples from bd inventory were visually inspected and no issues were identified. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg had failed separation after centrifugation. The following information was provided by the initial reporter. The customer stated: we encountered failed separation of gel in ppt tubes used for hivvl testing despite centrifugation at 1100 rcfs for 10 minutes as per recommendations in our laboratory.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg had failed separation after centrifugation. The following information was provided by the initial reporter. The customer stated: we encountered failed separation of gel in ppt tubes used for hivvl testing despite centrifugation at 1100 rcfs for 10 minutes as per recommendations in our laboratory.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.